Event description:
When the user twisted open the needle, a small piece of plastic popped out and flew into the user's eye socket which caused irritation and required flushing by the ER staff in order to remove the particle. This incident happened to three employees.